Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose(bg) level was 37 mg/dl. The customer consumer carbohydrates to address the low bg. Reportedly, the customer replaced the cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.